Event description:
It was reported that during routine maintenance of the heartmate mobile power unit (mpu) fluid contamination was found in the aa battery compartment. The unit was not fit for human use.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Reporter address line 1: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of fluid contamination in the battery compartment of the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 04jul2024. Upon initial observation, the unit was found to have fluid contamination in the battery compartment. Additionally, the rubber encasing of the patient cable was found to be loose. The unit was functionally tested and did not pass all testing. The corroded spring contact resulted in the unit not passing the battery test. Replacing the holder solved the issue, and the unit was able to complete all testing. The battery holder and battery strap were replaced, and preventive maintenance was performed. The mpu is ready for use and will be returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. This section stated to use a damp cloth to clean the exterior surfaces of the system and cautions the user to ensure that water does not penetrate the interior of the equipment. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. This section informs the user not to immerse the equipment in water or liquid. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.